Event description:
Event description guidant received information that this transvenous defibrillation lead and implantable cardioverter defibrillator (ICD) were explanted due to a report of oversensing with loss of pacing as well as high, out of range pacing impedance and shocking impedance measurements. Another lead and ICD were successfully implanted. It was noted that the patient implanted with this device was not pacer dependent.